Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to a zoll approved business partner for evaluation. During evaluation, the device passed all functional tests without issues. A review of the device log showed multiple errors relating to a potential issue with electrode connection and the shock button being pressed or stuck. These could have contribute to self-test failures and the battery drainage. The customer was advised to make sure the shock button is not being held by the user during testing and to ensure the electrodes are securely connected, and if issues persist, to consider replacing the electrodes. The device was recertified and returned to the customer. No electrodes were provided for evaluation. The battery received was depleted. Analysis of reports of this type has not identified an increase in trend.